Manufacturer narrative:
Due to character limitation. Event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use on patient the cardiosave intra-aortic balloon pump (iabp) automatically shut down after the ac power was disconnected and was unable to automatically switch to battery power. Patient was transferred from the catheterization room to the ccu.

Manufacturer narrative:
Updated fields: b4,b5, e2, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) stated after communicating with the customer, the fault has not occurred again. The fault may be occasional or caused by poor battery contact. Patient involved and no casualties.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) automatically shut down after the ac power was disconnected and was unable to automatically switch to battery power. It worked normally after restarting and the machine functioned normally without any casualties.